Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2013-15574 and 1627487-2013-15575. The pt had 2 leads (from different lots). It was reported the pt was experiencing ineffective stimulation coverage and her scs sys was subsequently explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.